Event description:
It was reported that the balloon ruptured. In a 99% stenosed moderately tortuous anatomy with severe calcification, a 6.0 x 100mm, 135 cm ranger paclitaxel-coated pta balloon catheter was selected for an endovascular therapy (evt) procedure in the superficial femoral artery (sfa) to treat peripheral arterial disease (pad). After one inflation for 3 minutes, the balloon ruptured at 6 atm pressure. The balloon was removed without any problem. There were no patient complications, and the case was completed with a different device of the same model.